Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated she had suspended the insulin pump and needed assistance with filling the cannula. Customer stated once the device was suspended, the cannula did not need to be filled. Customer then stated she might have hit a wrong button and the device went into the rewind sequence. Customer was able to fill tubing process successfully. No alarms were noted in the alarm history. Insulin was not squirting out. Blood glucose was not provided. No further information reported.